Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the alarm by pressing the act button. Customer's blood glucose level was 83 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.